Manufacturer narrative:
(B)(6). (B)(4). The primary cause for this event was inadvertent switching of the device history record (DHR)/labeling pouches between the two totes of impacted lenses on an in-process storage rack. Placeholder.

Event description:
It was reported that a patient underwent an implantation of an intraocular lens (iol) which is part of a product recall. Abbott issued the product recall due a diopter mix-up between two lots. No additional information regarding patient status was provided.